Manufacturer narrative:
The product was returned for evaluation. Visual inspection found that both haptics on the lens were bent. The lens optic was cut or torn to the center. Though the haptics were bent, they were not severed or amputated. Due to the damage, functional testing could not be performed. Based on the available information, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) may have caused or contributed to the event.

Manufacturer narrative:
The device was not returned for evaluation. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information, we are unable to determine a root cause.

Event description:
A healthcare facility in (B)(6) reported that the plunger of the injector was not in the correct position. The intraocular lens (iol) was removed from the cartridge and reinserted correctly and during implantation of the lens the distal haptic was amputated. The procedure was completed with a replacement lens. Details were not provided on the model and diopter of the replacement lens. The incision size was extended. Sutures were not required. The procedure time was increased due to lens removal and implantation of a new lens.